Event description:
It was reported that during the implant attempt, the physician had difficulty finding good placement for the right ventricular (rv) lead. Post-implant, the rv lead had high thresholds and had dislodged. Upon trying to reposition the rv lead, the physician perforated the ventricle causing tamponade. A pericardial window was performed. The rv lead was explanted. It was further reported that the following day a 2.8 second pause was noted on telemetry strips. The patient stated that they felt symptomatic earlier in the day. The atrial sensitivity was reprogrammed due to possible oversensing. The patient will be monitored on telemetry to observe if pauses occur again. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).